Event description:
It was reported that during engineering evaluation, it was discovered that the motor device was "loud". This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was loud. It was determined that the device was loud because it was operated incorrectly, which damaged the locking mechanism and caused the parts to grind on the nose tube. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.